Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered alerts for oversensing noise. The patient reported that they had thrown and carried a 25-pound bag of rice on their shoulder at the time of the stored episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.